Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2025-10931. Related manufacturer report number: 2017865-2025-10933. Related manufacturer report number: 2017865-2025-10935. It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv), right atrial (ra), and left ventricular (lv) leads were extracted due to patient death. The immediate cause of death was indicated as cardiac arrest. There was no allegation of malfunction. Further information was requested but not received.

Manufacturer narrative:
Correction to report type.

Manufacturer narrative:
The reported event was patient death. As received, only the connector portion of the lead was returned in one piece for analysis. Electrical tests that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.